Event description:
It was reported that during a da vinci si hysterectomy procedure, the jaws on the double fenestrated grasper instrument were not aligned. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The grips are not bent and open and close properly when input disks are manually rotated. The grip teeth mesh properly when the grips are in the closed position. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .100 - .180 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.